Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. During troubleshooting it was identified that the meter had a dead battery. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer was unable to perform a test because her adc blood glucose meter would not turn on with button press or with test strip insertion. Caller further reported that on (B)(6) 2017 customer was feeling ¿very weak, was hot and was vomiting¿ but they could not check her glucose so they called the paramedics. The paramedics transported customer to a hospital where a laboratory reading of ¿over 600 mg/dl¿ was received. Customer was diagnosed with dka (diabetic ketoacidosis), admitted to the hospital and treated with insulin via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
Customer¿s mother reported customer was unable to perform a test because her adc blood glucose meter would not turn on with button press or with test strip insertion. Caller further reported that on (B)(6) 2017 customer was feeling ¿very weak, was hot and was vomiting¿ but they could not check her glucose so they called the paramedics. The paramedics transported customer to a hospital where a laboratory reading of ¿over 600 mg/dl¿ was received. Customer was diagnosed with dka (diabetic ketoacidosis), admitted to the hospital and treated with insulin via intravenous infusion. There was no report of death or permanent injury associated with this event.